Manufacturer narrative:
(B)(4). Physio-control provided the customer a biomedical engineer with technical assistance. The biomed could not duplicate or verify the reported issue. The device was able to charge for defibrillation within specification. The device will be returned for use. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, the device took longer than expected to charge for defibrillation. The delay was approximately a minute, each time they charged for defibrillation and then the service indicator became illuminated. There was no adverse effect to the patient due to the reported issue. The customer did not have any additional information on the patient.